Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. The targeted 9x7 mm lesion was situated in the lingula 2mm from the pleura. Although the procedure was completed as planned and the patient remained asymptomatic, a post procedure chest x-ray revealed a large pneumothorax. The pneumothorax measured 2cm separation laterally, representing a significant left-sided pneumothorax without tension physiology signs; consequently, a 14f pigtail chest tube (wayne pneumothorax kit by cook medical) was inserted. The physician attributed the pneumothorax to the challenging biopsy location within the lingula, adjacent to the major fissure. The following day, another x-ray was performed and no residual pneumothorax was appreciated. The chest was removed that same day. Following observation for under 24 hours, the patient was discharged home in good condition. Final pathology confirmed benign findings with chronic inflammatory changes. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.